Event description:
It was reported that during a ptca procedure of a very tortuous vessel, the guide wire separated inside the pt and needed to be snared from the vessel. The guide wire needed to be prolapsed to enable the guide wire to cross the lesion. The tip was snared without pt injury.